Manufacturer narrative:
Part 04.027.052s, lot 8359665: manufacturing site: (B)(4). Manufacturing date: 02april2013. Expiry date: 01march2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation / product investigation was preformed: the product was returned in a packaging different from the original packaging. The laser etching was readable. Traces were visible, most probably due to the surgical implantation and explantation, and the wear of the unit within the body. A function test was performed, with the result passed. It was possible to connect the single components of the blade. In the content of the complaint it was claimed, that the blade was broken out or was disassembled. This could not be confirmed. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Per received x-rays, patient initials are (B)(6). Date of post-operative non-union is unknown. However, the intra-operative device breakage occurred on (B)(6), 2015, which was reported in the associated field. Additional product codes for this report include hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6), 2015 due to a fracture non-union. During the revision procedure, a proximal femoral nail antirotation-2 (pfna-2) was removed. The helical blade broke/disassembled during removal and a portion remained stuck inside the patient's bone. Eventually, the surgeon was able to remove the device. The procedure was prolonged by approximately sixty (60) minutes. The patient was reportedly stable post-operatively. This report is 1 of 2 for (B)(4).